Event description:
It was reported that during a ptca procedure of a tight, calcified rca lesion, the wire became stuck and the tip fractured during removal. The tip was retrieved with a snare. The pt was sent to bypass surgery due to closure of the rca as they were unable to cross the lesion to complete the ptca. The surgery was unrelated to the wire tip fracture or removal of the tip by snare. Pt status is listed as "okay".